Event description:
It was reported that the right atrial (ra) lead was suspected of fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 4269 competitor implantable pacing lead (B)(6) 2003, 4269 competitor implantable pacing lead (B)(6) 1994.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and noted the outer insulation had a depression breach. It was further noted that the proximal conductor and outer insulation were kinked/buckled. There was blood (non-obstructive) on the proximal and distal conductors. The outer insulation had a white substance and the distal conductor was covered in body tissue/fibrotic growth. The outer insulation was cut and had a cosmetic depression.